Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer, no further investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, further investigative actions will be taken as applicable and an update to this reporting activity will be provided.

Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported on the patient implant form, an annuloflo mitral annuloplasty ring ar-728 was implanted and explanted on (B)(6)2020. The manufacturer has not received any allegation of a device malfunction nor of serious injury from the site regarding this event.